Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop thymic carcinoma. There is no report of the medical intervention that the patient has received at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded and caused a patient to develop thymic carcinoma. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection of the device found small amounts of dust and dirt along seams and around the sticker. The device was disassembled for internal visual inspection. The manufacturer found moderate dirt/dust contamination around the air intake port, behind the front panel, on top of the blower box assembly, between the blower box and blower output seal, and under the blower box. There is no evidence of the sound abatement foam degradation. The manufacturer applied power to the device and found no logged errors. The manufacturer concludes there is no evidence of foam degradation within the device. The contamination found within the device is consistent with being from an external source.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058. Corrected data: d1 unique identifier (UDI) number: previously reported as 00606959427815 ; updated to not available.